Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo 12.6 implantable collamer lens of -7.5 diopter tore/broke during injection/delivery into the patients right eye (od). There was patient contact with no injury and the lens was not implanted. A replacement lens was later implanted of the same model;size and diopter. This resolved the problem.